Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician relocated the ipg from the back to the abdomen and added two lead extensions. The patient was reportedly doing fine after the revision procedure.